Manufacturer narrative:
Information received from the manufacturer's field service engineer stated that the thermogard xp ivtm console (sn (B)(4)) powered off due to the incorrect installation of the power fuse which resulted to a blown power fuse. The biomed properly installed the replacement power fuse, and once installed the console powered on with no further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, during patient use, the hospital nurse found the thermogard tgxp ivtm system (sn (B)(4)) powered off. The issue was not resolved and following this, another console was used to complete the patient treatment. No known impact or patient consequence was reported.